Event description:
In 2008, a piece of 12x25 veritas was implanted in a female pt who had an infected gore-tex patch in her abdomen. After removing the infected patch, the surgeon trimmed out all necrotic tissue back to healthy vascularized fascia tissue. He then used the stryker versa pulse to irrigate the wound. The surgeon then placed a 12x25 size of veritas tissue horizontally across the defect. He trimmed several centimeters of veritas off of one side and placed that superiorly to the first piece to achieve full coverage of the defect. He sutured the two pieces made from one 12x25 size of tissue together and each piece around the periphery. The perimeter suture was prolene and pds sutures were used to suture the pieces together. The surgeon was not able to close the patient but used a wound vac to treat her. The surgeon planned to go back and perform a second operation a week later. Eight days later, when the surgeon returned to irrigate and close the pt, he noticed that the veritas was not intact and was floating on the fascia. Some of the veritas had begun to remodel. However, it appeared that the veritas had torn away from the defect edges in a jagged fashion. Therefore, he removed the current veritas and replaced it with a new 12x25 size of tissue in the same fashion and closed her abdomen completely.

Manufacturer narrative:
No product was returned for evaluation. According to the device history record, the devices met specification at the time of manufacture.